Manufacturer narrative:
Lots. 26007309. 26007311.

Event description:
It was reported that the ips midface distractors did not advance as expected, resulting in difficulties during removal. They were removed and replaced with alternate fixation products. Distractors were intact and undamaged upon explant.